Manufacturer narrative:
Per report from surgeon's partner, as documented by local zipline sales representative, "pod2, during rehab, 4-6 interrupted [subcutaneous] sutures broke in wound creating significant tension on skin closure (zip device). Resulting bleeding from broken [subcutaenous] sutures saturated the zip device and cause (sic) it to lose [adhesion]. Patient was brought back to hospital and surgeon applied staples to affected part of wound."

Event description:
Posterior total hip arthroplasty patient reported to clinic on pod 2 following partial loss of adhesion of zip device. Surgeon intervened by replacing affected area with surgical staples.